Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user attempted to remove a transaction, and the application automatically restarted after login. The customer tried rebooting the system, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was turned off immediately. The field service engineer (fse) had replaced the old battery with a new one and completed testing in hardware test application (hta). The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user attempted to remove a transaction, and the application automatically restarted after login. The customer tried rebooting the system, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.